Event description:
It was reported that after replacement of a generator due to battery depletion, it was found on the new generator that the patient had high impedance . The surgeon reinserted the pin repeatedly and irrigated the channel. This did not resolve the high impedance. They then visualized a lead fracture near the electrode site. Therefore, the lead was replaced, which resolved the high impedance. The suspect product was discarded. No further relevant information has been received to date.